Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulties could not be determined. It is possible there may have been challenging anatomical conditions or interaction with tissue such that aggressive manipulation was applied during the procedure in attempt to deploy the foot thus contributed to the observed actuator wire detaching from the tensioner. This would have subsequently contributed to the reported device could not be lifted and the foot did not open (mechanical jam with the foot). The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the lever of the prostyle device could not be lifted and the foot did not open relative to an unspecified procedure. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.